Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the surgeon was inserting a proximal femoral nail. As he was reaming for the blade, the 11mm reamer broke about a centimeter from the tip. The surgeon managed to remove the entire broken portion, aside from a portion about 1mm long. It has been reported that the surgeon is unconcerned that this will adversely affect the patient. It did add around 45 minutes to the case while they removed the tip. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the tip broken. The returned reamer was investigated. The investigation confirmed that the tip of the reamer for proximal femoral nail antirotation (pfna) blade is broken as reported. The complaint condition is likely the result of blunt cutting edges due to wear and tear over time (this device was manufactured in july 2006)or contact with other metallic material (e.g. : guide wire) led to a mechanical loading situation and then led to the breakage of the instrument tip. This instrument was manufactured meeting all in process and product release procedures. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.